Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines"), headache ("headaches"), mood swings ("mood swings"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (essure remove). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache, mood swings, feeling abnormal, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, migraine, mood swings and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pfs received. Product name changed essure (ess305) to essure (ess205). Event pelvic pain changed category non-serious to serious incident. Date of insertion, plaintiff address updated, date of removal, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.